Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no (per pfs)". The patient's past medical history included multiparous. Previously administered products included for endometriosis: birth control pills. Concurrent conditions included body mass index normal, left lower quadrant pain, yeast infection, bladder infection, dysuria, pyelonephritis, ovarian cyst, depression, arthralgia and dysthymia. Concomitant products included hydroxychloroquine phosphate (plaquenil) since (B)(6) 2015, methotrexate (methotrexat [methotrexate]) since (B)(6) 2015 and paracetamol (tylenol) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, 2 years 9 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ big clots during period, and having bv all of the time"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), weight increased ("weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and abdominal pain upper ("left side stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, fatigue, weight increased and irritable bowel syndrome outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, bladder disorder, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, systemic lupus erythematosus, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Current weight was (B)(6). It was reported that on operative findings shows normal appearance of endometrial cavity and ostia bilaterally, essure placed with two coils each visualized bilaterally. After each micro-insert was placed, five coils at each orifice were visualized bilaterally. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received. Events device monitoring procedure not performed was added. Lot number added. Concomitant & historical drugs, conditions are added. Patient, product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.